Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of edema/cancer/ rupture was requested on august 03, 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Cancer: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a right-side rupture (MRI stating a probable rupture). The event "diagnosed with cancer" is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right-side rupture (MRI stating a probable rupture). The event "diagnosed with cancer" is not related to the device. Device has been explanted.